Manufacturer narrative:
Device evaluation is anticipated however results are not available at this time. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the patient was supposed to undergo a revision arthrotomy with polyethylene exchange, however it was discovered that the tibial tray was loose. Further investigation revealed that the reason it was loose was because of a broken morse taper engagement stem. The stem had broken off and the taper remained engaged in the size 16 tibial base stem piece.